Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when loading the stapler, prior to insertion in the trocar, there was a problem loading the reload onto the adapter, the reload appeared to be loaded properly when the stapler was handed to the physician. However the user was not certain if the readout on the screen showed that it was loaded properly or not. The technician loaded the stapler for the physician. The doctor wanted the technician to load the reload onto the stapler, and then closed the stapler. The surgeon did not want the technician to open the stapler to finish the loading process, but preferred that to be done once the user inserts the reload through the trocar. The technician loaded the reload on the adapter and closed the reload. Then handed the stapler with adapter/reload to the surgeon. The operator placed the stapler through the trocar but was never placed on the issue and tried to open the reload and it would not. The stapler was taken out of the trocar and played with it a bit and was able to then r emove the reload off the stapler. Another load and the same handle, shell and adapter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's adapter was broken due to rough handling or excessive manipulation. It was reported that the jaws of the reload did not open at all, not involving tissue. Also, the device was difficult to load and unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when loading the stapler, prior to insertion in the trocar, there was a problem loading the reload onto the adaptor, then the reload was placed on the adapter and then closed. The physician then inserted the device in the trocar but was never placed on the issue as the doctor tried to open the jaws of reload and it would not open. The user pulled it out of the trocar closed and then worked to open it and could not, eventually getting it off. The surgeon was aware that the stapler needs to be fully cycled (closed and opened) prior to use. But, asks the staff to only close the reload, and then opens it (to complete cycle) in the patient as the operator opens the stapler to place it on the tissue to save one step. Another load was used to resolve the issue. There was no patient injury.